Event description:
It was reported that upon trial lead removal, there appeared to be a pooling of blood or cerebrospinal fluid (csf) leak. Shortly thereafter, the patient complained of severe back pain and headache. There were no headaches or back pain during the spinal cord stimulator (scs) trial. An ambulance was called and the patient was transferred for observation at a local hospital. As a result the patient was hospitalized. No troubleshooting was required. The issue was not resolved and the cause of the issue was not determined. It was noted that the patient had scoliosis but no difficulty removing the lead was observed. The lead was removed by a physician. It was later reported that there was no ¿neuro deficit,¿ but the patient still had pain in the head, neck, and shoulder. The patient was ambulatory. The doctor had spoken with the hospital nurse last night and today.

Manufacturer narrative:
Concomitant product: product ID 977d260, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 201, product type screening device. (B)(4).